Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Our investigation confirmed the customer's report of malfunction of the video display. The video display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. "Device failure occurred and was related to the event." By "event" here, we mean the loss of centralized monitoring. There was no patient harm reported associated with this failure.

Event description:
A biomed turned the system off to replace the uninterruptible power supply. When the biomed attempted to power up the display monitor again, it did not power up for an unknown reason. There was no report of any patient harm because of the reported events. The customer did not provide any patients information.